Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed and the motor position encoder error alarm verified due to motor error alarm. The device also had a scratched display window. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer had just been released from the hospital and he received a motor error alarm and motor position encoder error alarm when reconnecting the insulin pump. The blood glucose at the time of the incident was 217 mg/dl. It was stated that the customer was hospitalized due to a stroke. Troubleshooting was not able to resolve the issue. The device was returned for analysis.